Manufacturer narrative:
On 07 june 2016 the (B)(4) project manager performed a visual inspection of the retrieved items and commented as follows: the ring nut is detached from the handle , this was caused by the breaking of the blocking pin. The instrument and the blocking pin were analyzed but it was not possible to determine the route cause. The breaking may have been caused by an accidental blow on the ring nut. We will take under control this instrument to evaluate other similar complaint.

Manufacturer narrative:
Additional information received on 08 april 2016 and includes: there were no critical delays. No pieces were left in the patient. Batch review performed on 26 april 2016. Lot 1210808: (B)(4) items manufactured and released on 20 april 2012. No anomalies found related to the problem. To date, no similar events have been already reported on items of the same lot. Not yet received.

Event description:
When the surgeon was impacting the cup, the release trigger pin sheared off of the ratcheting control mechanism. The surgeon was still able to insert the cup. The surgery was completed successfully. The instruments will be returned to medacta (B)(4). No x-rays available.